Event description:
It was reported to philips that the device's internal paddle was not working. There was no report of patient involvement.

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that the internal paddles needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the internal paddles. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.